Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified left common femoral artery via 6fr sheath using the preclose technique prior to a angioplasty interventional procedure. Reportedly, the proglide device could not be advanced onto the guide wire. An additional abbott device was used for successful suture placement using the preclose technique. The angioplasty procedure was completed and hemostasis was achieved using the additional abbott device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to insert the guide wire could not be confirmed as a proxy guide wire was backloaded through the sheath without resistance noted and dissection confirmed no damage or misplacement of the seal valve. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the calcified left common femoral artery via 6fr sheath, after an angioplasty interventional procedure. Reportedly, the proglide device could not be reloaded onto the 0.035 mm guide wire. No additional information was provided.